Event description:
Reporting status: serious injury - required intervention. Reporting rationale: guide wire separation requiring medical intervention. Device issue: guide wire separation. It was reported that after insertion into the guiding catheter and placement in the coronary area, it was observed that the guide wire was separated in two parts; therefore, the guide wire and distal separated part were extracted by suctioning with a syringe, and removed. Another bmw was used to complete the procedure. The lesion was classic, simple without any difficulty. There was no consequence for the pt. The section was around at 30 cm from the distal tip. No additional event or pt info is available.

Manufacturer narrative:
Product performance engineering could not perform an eval at the time of this report. Results and conclusions will be forwarded upon completion. Eval summary: quality assurance analysis revealed that the guide wire was returned with no blood visible. There was contrast on the tip coils. There were offset intermediate coils sporadically proximal to the center solder for a length of 7 mm. The core was separated at the distal end of the hypotube. There was a piece of core at the distal end of the hypotube. The material at the separation was jagged. There was no other damage noted to the guide wire. The product was sent to the scanning electron microscopy (sem) lab for further analysis.